Event description:
It was reported that the patient's pain was getting worse, particularly in his legs. He went to see the hcp for a consultation and the hcp suggested an MRI of his back. In order to have the MRI the hcp removed his complete system on. The patient was waiting to have an MRI scheduled and did not know if he would receive another scs system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3550-39 lot# n260246, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type accessory product ID, 39286-65 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).